Event description:
Additional information was received from a patient, healthcare professional (hcp) and manufacturer representative (rep). It was reported that patient was able to recharge with all 8 coupling boxes filled but the ins rapidly charged from a nearly depleted status, and depleted within 2h. Patient confirmed he had not any falls or traumas and that he just started using the ins again after doing a jump-start about 3 weeks. Patient noted difficulty charging since the jump-start. The rep reported that the cause of shocking was the patient was running stimulation too high. They reprogrammed and the patient was running it at a lower intensity. The shocking resolved. The replacement recharger did not resolve the charging frequently/battery depleting quickly issues with the implant after it was brought out of an over discharged state. They were moving ahead to a battery replacement on 10/15.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that the patient presented with an over discharged battery. The patient had not used the system for 3 years. The patient was getting too much uncontrolled stimulation from the system, so he stopped using. The rep did a trickle charge and was able to get the battery back recharging after 1 60 minute session. The rep reprogrammed his stimulator (ins) to run lower and at a different frequency. The patient was using the ins now. Additional information was received from the rep. The rep did a physician recharge mode on the patient and got the patient out of over discharge after having the implant off for 3 years. The rep was able to reprogram the patient. The rep reported that the patient was now having an issue with the battery charging up quickly and depleting quickly. The patient could be full in 30 minutes but the battery could be depleted to half very quickly. It was reviewed that the battery was very unstable once out of over discharge, and it needed reconditioning. The patient would need to monitor and charge. Additional information was received from a manufacturer representative (rep) reporting that the cause of the uncontrolled stimulation, and ins depleting quickly after over discharge was unknown. The battery needed to be reconditioned to hold power, and the patient was going to continue to charge the ins up and use it until it is low and charge complete again. It was unknown if it the event was resolved. The patient was currently recharging frequently to try to recondition the battery. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported they stopped using therapy in 2017 because they were getting shocked regularly, and it affected his daily activities. The patient reported they were using stim again after getting the ins restarted, however, recharging was a problem as they have to charge 2-4 times per day. They start charging, and the screen shows charging is complete in 5-7 minutes, and when checked by the programmer the ins was 50% charged. A replacement recharger (insr) was sent to the patient.